Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device has not been received.

Event description:
The user facility reported that dilator was twisted on the involved angio-seal device. The following information was provided by the user facility: upon opening the pack the dilator was twisted or angled as it was taken out of the plastic shell compartment; and this occurred pre-treatment. Additional information received on june 6, 2017. The product was not used on a patient; it was put aside.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. One 6f angioseal vip was returned for evaluation. The arteriotomy locator and an unused carrier tube assembly was returned. The hemostasis sheath was not returned. The locator was kinked at the blood inlet hole and slightly curved at the top part (proximal to the locator hub) of the tube. Visual inspection revealed no other damages any other anomalies except the kinked tube at the blood inlet holes. The locator outer diameter was found to be 0.0910". All measurements confirmed to meet manufacturing specifications. The complaint is confirmed for kinked locator sheath at inlet holes. The exact cause of the event cannot be determined but it may be likely that forceful removal of the device from the packaging tray may have contributed to this failure mode..the device history record was reviewed to ensure that each manufacturing and inspection operations was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. A trend analysis was carried out and here have been two similar reports for this part/lot number combination. The exact cause of the event cannot be determined but it may be likely that forceful removal of the device from the packaging tray may have contributed to the reported event. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.